Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent minimum fill notifications. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was unable to provide the insulin delivered value to determine if the minimum fill was a valid notification.